Event description:
It was reported that during preparation for a vena cava filter placement, premature deployment occurred outside of the body. The titanium greenfield vena cava filter delivery device had been prepped with a flush of saline, and was being inserted into the sheath. It was then noted that the filter was exposed "about an inch and a half". Another of the same devices was then used to complete the procedure, and the physician believes that the pt is adequately protected.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.